Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (baker's grade unknown). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses experienced right sided deflation and left sided capsular contracture (baker¿s grade unknown) post procedure. The deflation was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2019-10733 for contralateral prosthesis report. Mentor became aware of the right sided deflation on (B)(6) 2019. On (B)(6) 2019 mentor became aware of the left sided capsular contracture.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2019. Additional information was received on (B)(6) 2019. In addition to the issues reported previously the patient had bilateral ptosis. The patient had bilateral implant removal, bilateral capsulectomies, and bilateral augmentation mastopexy with lateral reduction of breasts. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).